Event description:
It was reported that a user applied a new libre 3 plus sensor and received a pairing failure alert with the ilet app, after which a rescan indicated the sensor was already in use and the app displayed five minutes remaining in warmup, consistent with an intermittent communication issue related to the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the sensor and the ilet system associated with intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.